Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that broken force sensor was detected during seating or regular delivery. Customer 's blood glucose level was 336 mg/dl at the time of incident. Customer stated pump was not exposed to a high magnetic field. Device will not be returned for analysis.